Event description:
It was reported that the rv lead impedance has spiked to greater than 2500 ohms from a stable 400-500 ohms. An increase in threshold was also noted. Medtronic technical services recommended lead replacement. Status of the lead is unknown. No patient complications were reported as a result of this event. Follow-up indicates that the lead was replaced.

Manufacturer narrative:
Other: it was reported that the rv lead impedance has spiked to greater than 2500 ohms from a stable 400-500 ohms. An increase in threshold was also noted. Medtronic technical services recommended lead replacement. Status of the lead is unknown. No patient complications were reported as a result of this event. Follow-up indicates that the lead was replaced. No conclusion can be drawn impedance, high, high threshold.